Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6915881, and no non-conformance's related to the reported complaint were identified. Manufacturing date: 03/20/2015. Sterilization expiration date: 03/19/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturing date: 03/31/2017. Sterilization expiration date: 03/30/2022. A manufacturing record evaluation for (B)(4) is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced baker¿s grade iii/IV capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The complaint information received noted one case of capsular contracture; however, it could not be determined whether the left or right side was impacted. Both serial (B)(4) are possibly the impacted product. A manufacturer¿s record evaluation for both lot numbers will be performed.